Event description:
The device was found to have a missing pole clamp and damaged components.

Manufacturer narrative:
Additional info: g.5 this reported event of keypad dome and logic board (c245) issues were evaluated during the service investigation and were determined to not be affected.

Manufacturer narrative:
The proximate cause of the front case, pole clamp, and display component damage was reported by service to be due to customer damage.

Event description:
The device was found to have a missing pole clamp and damaged components.

Manufacturer narrative:
This reported event of keypad dome and logic board (c245) issues were evaluated during the service investigation and were determined to not be affected. A review of the device history was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. The customer reported issue was not confirmed. There was no reported patient injury. This device is used for therapeutic purposes.